Manufacturer narrative:
This report is being submitted to correct fields e1 and e3, initial reporter information.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded noise on the right ventricular (rv) lead channel, that was oversensed and resulted in delivery of inappropriate anti-tachycardia pacing (atp) as well as a single shock. It was noted that the right ventricular (rv) lead was a non-boston scientific lead. Technical services (ts) was consulted and recommended following up with a full evaluation with isometrics. Further testing recorded low out of range pacing impedance values. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded noise on the right ventricular (rv) lead channel, that was oversensed and resulted in delivery of inappropriate anti-tachycardia pacing (atp) as well as a single shock. It was noted that the right ventricular (rv) lead was a non-boston scientific lead. Technical services (ts) was consulted and recommended following up with a full evaluation with isometrics. Further testing recorded low out of range pacing impedance values. This ICD remains in service. No additional adverse patient effects were reported.